Event description:
Customer reported receiving erratic readings on their freestyle freedom blood glucose monitor. Customer reported receiving readings of 71 mg/dl and 368 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B)(4). The device was returned and the investigation revealed the complaint was not confirmed and no new issues were observed. All results were within range spec and no errors were observed during control solution testing. The presence of the readings on the reported date and the validity of the time frame between the readings is indeterminable as the date and time is set incorrectly in the meter.